Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, biometric identifier displayed as required maintenance and users were unable to log in to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed. A field service engineer had reseated the biometric identifier cable and rebooted the station. To test the repair, the user was successfully logged into the station using the biometric identifier, confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.